Event description:
An attorney reported in a letter that a pt (age unknown) sustained personal injuries (unspecified) when a defective novofine needle from a novopen detached and lodged in their stomach in or about 2004, which had to be surgically removed. No further informaiton about the pt or the event was provided. Additional information will be requested.

Event description:
Needle detached and lodged in the stomach [medical device complication] case description: this spontaneous report, reported by an attorney, received from the united states reported as "needle detached and lodged in the stomach", concerns 14-year-old male pt treated with novofine 30 (disposable needle) from 2002 to 2004 for type I diabetes mellitus. The pt had no other known medical conditions. On 4/8/2004 at 2:45 p.m., the pt was giving himself an insulin injeciton, as h had done since he was 8 years old, when the needle detached from the plastic piece in his abdomen. He was brought to a clinic where a physician made an incision in the pt's abdomen to retrieve the needle, but he was unable to locate it. The pt was referred to a surgeon, who was also unable to locate the needle. On 4/8/2004, the pt was taken to a hosp where fluroscopcy was performed to locate the needle ans surgery was performed to remove the needle. The pt was discharged from the hosp on the same day. It was reported that the pt was left with a two inch scar on his abdomen. The pt's attorney reported that the pt's technique for injecting himself did not vary from that of his previous injections. The attorney also reported that he believed the needle was faulty and defective, which caused it to lodge in the pt's abdomen. The suspect needle had been used once or twic before the event occurred. There were no mechancial problems with the injection device to which the suspect needle was attached. The pt adminstered his own insulin injection when the event occurred. It was believed that humalog 2 units was the insulin and dosage at the time of the event. The attorney stated that the pt had no previous problems in the two years that he had been using novovine 30 needles. Following the event the pt used the same insulin with bd syringes.

Event description:
Needle detached and lodged in the stomach (medical device complication). Case description: analysis result: product:novofine g30, 8mm; needle conclusion: batch history from final qc-release examined. Visual examinations performed. Needle tested for resistance to breakage. During testing it has not been possible to detect any irregularaties on a reference sample from the batch in question. Nothing abnormal was found with the reference sample.